Manufacturer narrative:
B2 outcomes attrib to adv event, b5 describe event or problem & h6 impact codes: updated.

Event description:
It was reported a puncture burn occurred. The patient was undergoing a radiofrequency ablation procedure in their liver. A leveen coaccess probe was used with a rf 3000 generator. The leveen coaccess probe was positioned in the tumor site. It was observed that the array of the device did not appear to be heating up, only the cannula of the device was. The patient's skin became burned. The probe was removed and exchanged for another of the same. The second leveen coaccess probe was positioned and the same issue occurred again. There were no further patient complications. The procedure was completed with a different device. It was further reported the insulation of the device remained intact upon removal from the patient. The burn was third degree and the physician cut the burn site to treat it. The patient was stable. It has since been reported the wound is healed.

Manufacturer narrative:
Device eval by manufacturer: the returned device matched the upn provided by the customer. The device was returned with its original pouch. Visual inspection noted one electrode and cable were returned for analysis. No visual damages or defects were observed on the electrode, needle and cable. An electrical evaluation was performed by measuring the continuity, the electrode was able to conduct current indicating proper connectivity. The device met specifications.

Event description:
It was reported a puncture burn occurred. The patient was undergoing a radiofrequency ablation procedure in their liver. A leveen coaccess probe was used with a rf 3000 generator. The leveen coaccess probe was positioned in the tumor site. It was observed that the array of the device did not appear to be heating up, only the cannula of the device was. The patient's skin became burned. The probe was removed and exchanged for another of the same. The second leveen coaccess probe was positioned and the same issue occurred again. There were no further patient complications. The procedure was completed with a different device. It was further reported the insulation of the device remained intact upon removal from the patient. The burn was third degree and the physician cut the burn site to treat it. The patient was stable. It has since been reported the wound is healed.

Event description:
It was reported a puncture burn occurred. The patient was undergoing a radiofrequency ablation procedure in their liver. A leveen coaccess probe was used with a rf 3000 generator. The leveen coaccess probe was positioned in the tumor site. It was observed that the array of the device did not appear to be heating up, only the cannula of the device was. The patient's skin became burned. The probe was removed and exchanged for another of the same. The second leveen coaccess probe was positioned and the same issue occurred again. There were no further patient complications. The procedure was completed with a different device.